Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator has not been investigated on-site as the purchase order sent to customer has not yet been accepted. No log files or service report has therefore been provided and no parts have been replaced. No further information has been provided despite reminders. Since the only information received regarding this complaint is the information stated in the complaint form, it is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.the unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing. D1: brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4: version or model #: previous version or model #: servo-s. Corrected version or model #: 6640440. H3 other text: 4114.

Event description:
Manufacturer's ref#: (B)(4).